Event description:
It was reported that there was a high impedance reading in the svc and rv coil. The lead was explanted and replaced. During the explant procedure, the lead electrode was destroyed, and the most distal part could not be extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) defib conductor fractured; partial lead in segments was returned for analysis. The defib conductor was also distorted.